Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unavailable. (B)(6). Device is not distributed in the united states but is similar to device marketed in the USA. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient with clavicle fractures underwent an osteosynthesis procedure on (B)(6) 2014. No abnormalities found during that period. The patient was re-examined on (B)(6) 2014 and an x-ray indicated the plate was cracked. The surgeon elected to leave the plate implanted at this time. This report is 1 of 1 for (B)(4).